Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a lead revision procedure, the atrial lead dislodged and exhibited high impedance. The lead was repositioned. The patients condition is good. The patient would monitored.